Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the recipient's device was not explanted. The recipient continues to use the device and will be managed per clinic protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decreased performance. Device testing revealed results within normal limits. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.